Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced an infection at the abutment site and was treated with oral antibiotics. Skin revision is planned; however it is unknown if it has occurred as of the date of this report.